Event description:
It was reported that the device was returned with no further info. There were no reported adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the hand piece was received with a loose mount. The handpiece was connected to a generator and evaluated with a test instrument; it was found to be functional. The instrument was disassembled to inspect internal components, evidence of moisture ingress and a torn acoustic isolator were found. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal.